Event description:
The accounts charge nurse alleged the pt climbed out of bed and fell causing head injuries. The bed exit was armed and functional but the volume was turned off and the bed was not plugged into the nurse call system. The account stated, the pt's injury was bleeding of the brain. No treatment info was provided by the account.

Manufacturer narrative:
The facility's maintenance department tested the alarm and found it working properly. The technician stated, the account would not provide a serial number and would not make the bed available for inspection.